Event description:
Note: the date of event is unknown. It was initially reported to boston scientific corporation on march 17, 2009, that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, the swivel piece failed and the jaw would not open after the 5th bite. The procedure was completed with a third radial jaw 3 pulmonary single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; bent clevis.

Manufacturer narrative:
A visual examination of the returned device found that the riveting was loose and the clevis arm was bent. The evaluator further indicated that the jaws and washer were attached to the clevis pin. The riveting was checked and found to be out of specification. A functional check was not performed due to the sample return condition. The most probable root cause is a manufacturing process issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.